Event description:
It was reported that the ventilator was pulled in to the MRI scanner while in stand-by-mode. The ventilator received damages to the cover and expiratory cassette. There was no pt involvement. (B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplmental medwatch report will be submitted when the investigation is completed.